Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and paratubal cyst. Concomitant products included levonorgestrel (mirena) from (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("anxiety"). The patient was treated with progesterone, tranexamic acid (xanextra) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered anxiety, heavy menstrual bleeding and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-oct-2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') and device dislocation ('presence of essure especially on her right in her abdominal wall') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included medical device removal on (B)(6) 2012, biopsy in 2004, tubal ligation in 2000, pregnancy, paratubal cyst, dysmenorrhea, gerd, hypertension nos, menorrhagia, iron deficiency anemia, post-traumatic stress disorder and obesity. Concomitant products included acetylsalicylic acid (aspirin (cardio)), alprazolam, amlodipine, colecalciferol (cholecalciferol), diclofenac, hydrocodone bitartrate;paracetamol (norco), levonorgestrel (mirena) from (B)(6) 2018 to (B)(6) 2018, losartan, methotrexate, multivitamins (multivitamin), ondansetron (zofran), sertraline and valaciclovir hydrochloride (valtrex). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("anxiety"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with progesterone, tranexamic acid (xanextra) and surgery (laparoscopic bilateral salpingectomy supracervical hysterectomy hysteroscopy with d and c). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, device dislocation, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered anxiety, device dislocation, heavy menstrual bleeding and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Physical examination - on (B)(6) 2020: palpable abnormality on the right abdomen about 4 cm inferolateral from the umbilicus but just above the uterine fundus that is possible consistent with essure coils. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-dec-2021: medical record received. Reporter information, patient's demographics, medical history, concomitant medication and lab data added. New event "presence of essure especially on her right in her abdominal wall" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and paratubal cyst. Concomitant products included levonorgestrel (mirena) from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("anxiety"). The patient was treated with progesterone, tranexamic acid (xanextra) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered anxiety, heavy menstrual bleeding and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2021: medical record received : case category updated to serious incident. Reporter, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.